Event description:
The customer reported being hospitalized due to high blood glucose of 455mg/dl. It was stated that the event leading to her admission was nausea. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found the auto off has been programmed. Ran a fixed prime and high pressure test and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.